Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that defib sub-q coil lead was capped and not reusable. Follow-up was conducted, but no further information was discovered by the allied health professional (ahp) examining the patient's file. The lead has been capped and replaced. No patient complications have been reported as a result of this event.